Event description:
It was reported that around (B)(6) 2012, the pt received a slap over the implant area. He stopped having access to sound but the precise date is not known, however it is suspected that it occurred around (B)(6) weeks ago. The external components were exchanged. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.